Manufacturer narrative:
Arjo was notified of an event involving a ninjo flusher. It was reported that the customer's employee sustained a mild electric shock. The affected person was cleaning the room and touched metal casing of the flusher (left side) during the device operation. Based on the information gathered, the device's inspection results and a review of post-market surveillance data, it was determined that the observed device defects might have contributed to the metal surface of the flusher being under voltage. The power supply plug had been modified in an unauthorized way (it was not the original one). Therefore, the arjo service technician observed that the plug became hot after three cycles of the device operation. The printed circuit board (pcb) was burned out and also some leakage was observed under the door gasket. The electrical defects and leak observed may have contributed to the wetting of some electrical parts. As a result, a voltage could appear on the metal surface of the flusher. The ninjo flusher instruction for use (IFU; 6001313502 rev.f) contains the following information and warnings: "warning! The machine is connected to the electricity supply and some components are live." "Periodic maintenance and system testing must be performed to ensure safety and the machine's proper operation." Every year electrical connection points should be checked: "check the cabling and connection points." "Leakage in the system, for example a worn door seal, must be rectified without delay." "Warning! Maintenance may only be performed by authorized service technicians." The complaint decided to be reportable due to electric shock sustained by the customer's employee. The device was found damages parts and from that perspective, the device did not meet specification. No patient was involved.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The arjo service technician inspected and diagnosed a leakage underneath a door gasket. The control panel was not working and hot mains lead plug was detected. The plug was modified in an unauthorized way. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an event involving a ninjo flusher. It was reported that the customer's employee sustained a mild electric shock. The affected person was cleaning the room and touched metal casing of the flusher (left side) during the device operation. There was no medical intervention required.